Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue event on (B)(6) 2026. Patient reported that the infusion set falling off at the quick release. No further information available.